Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized with high and low blood glucose of 30 mg/dl to 600 mg/dl. Troubleshooting found that the customer's therapist was with her to help with the pump. No troubleshooting was necessary.